Event description:
The customer reported that prior to use on a patient the iabp safety disk test failed three times. The machine was being setup and there was no patient involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The customer elected to repair the iabp. The customer stated that the issue was operator error, "they were using the wrong plug while performing safety/pre-use checks." (B)(4).